Event description:
It was reported that the user was without a glucose sensor for four days, initiated a new sensor in the morning, and used backup therapy during the period without continuous sensing; meals were announced and used for correction while using the ilet. Symptoms included hyperglycemia. Outcomes included no hospitalization and self-management with backup therapy. Investigation included complaint review and user education on appropriate use, including meal announcements as corrections and troubleshooting steps. Investigation of this case revealed no device malfunction reported and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user condition and use without continuous sensor input leading to elevated glucose.